Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced inpen not dispensing insulin. The customer reported blood glucose value of 625 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen and was moved to emergency medical service. The event involved product(s) mmt-105elblna. Troubleshooting was performed and the insulin did not exit after multiple priming attempts and changing insulin cartridge. No further patient complications were reported. Mmt-105elblna was requested and customer response was the device will be returned.

Manufacturer narrative:
Inpen successfully paired to the commercial app. Inpen successfully transmitted to manufacturing app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed dose accuracy test. Inpen passed performed leak test and no priming / delivery anomaly was noted. No leakage was noted around cartridge holder area. Performed dust/debris investigation and found no evidence of abrasions or signs of sticky fluid around the electronics housing. Inpen was cut open to perform visual inspection under microscope and encoder bond investigation. Encoder bond and the pattern wheel assembly were found intact. No physical or moisture damage were noted. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 4.05ozf-in). Inpen passed front cap investigation. In conclusion: inpen received working as designed. No mechanical malfunctions noted during testing that could affect insulin delivery. Unable to verify alleged high bg. The patient concern of inpen not dispensing insulin could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.